Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) pt's registered nurse (rn) reported on (B)(6) 2015 the pt reported abdominal pain and was advised to visit the clinic for pd fluid culture. The pt was diagnosed with viridans streptococci peritonitis. The nurse indicated the pt's wife was the pt's caregiver and did practice aseptic technique during treatment. The pt was not hospitalized for the episode of peritonitis and was treated in-clinic with vancomycin. Medical records were requested.